Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test and prime/a33 test. However, unexpected no delivery alarm during excessive no delivery test due to faulty fsr (gold). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had no delivery alarm. The customer¿s blood glucose level was 21 mmol/l. The customer reported that they had multiple no delivery alarm during basal. The customer was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. The customer was advised that the site may have been occluded and to change the entire infusion set system. The insulin pump will be returned for analysis.